Event description:
Event description guidant received information that defibrillation threshold (dft) testing was undertaken 3 months after this ventricular implantable lead was implanted. Undersensing resulted in diverted episodes even though the patient was clearly experiencing a ventricular fibrillation (vf) episode.